Event description:
The pt's implant was beginning to protrude out of the skin. The surgeon performed a pocket revision. The patient is reportedly doing well.

Manufacturer narrative:
System remains implanted. No product will be returned for eval. This is the final report.